Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 174 mg/dl at the time of the call. The customer was assisted with trouble shooting and was educate on the function of the threshold suspend. The customer was not experiencing any symptoms of high or low blood glucose. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.